Event description:
During a prostate cryotherapy procedure in (B)(6), the physician completed one freeze cycle with a passive thaw and an active thaw. During the second freeze cycle, the needles did not freeze. The user tried to stop and restart the freeze cycle and also changed the position of the needles to another channel, but the problem was not resolved. Two icerod ithaw needles were used. No error messages were displayed. They were able to finish the case but the prostate was not totally treated. No pt injury was reported.